Event description:
Customer reported the lemo harness has fallen into the inside of the system. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo harness and battery charger pcb. System operates as intended.